Event description:
It was reported that the patient's right hip was revised. After a fall, patient had pain. Surgeon reported that due to patient's use of fosamax, there was concern of impending fracture. The femoral stem and head were revised to competitor implants, prophylactically against fracture. Rep confirmed there were no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding pain involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: the device was not returned for review; however, photographs were provided. The photos show a recently explanted stem covered in biological tissue. The stem appears to be in good condition. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain. The device was not returned for review; however, photographs were provided. The photos show a recently explanted stem covered in biological tissue. The stem appears to be in good condition. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.